Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the output connector was broken. It was also noted that the display wires were pinched, and the wire was exposed. The hanger assembly was broken, and the display frame was damaged at the boss. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector of the external pulse generator (epg) was broken. The epg has been returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.